Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions have been implemented for possible sources of the leak. This is the final report.

Event description:
The recipient is reportedly experiencing poor sound quality. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Device testing was within normal limits. Revision surgery has been scheduled.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This is an interim report.